Event description:
It was reported that customer experienced multiple cartridge alarms on tandem mobi pump, including confirmed cartridge alarm 30, while using consecutive cartridges and not during the load process. There was no adverse impact to the customer¿s blood glucose level. Customer planned to continue using current pump and rely on alternate method if necessary until replacement pump arrived, and technical support arranged replacement pump with updated software, confirmed warranty and shipping details, provided instructions for storage mode and returning problematic pump within 10 days, and advised customer to program pump settings and connect continuous glucose monitor on replacement device.